Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Biosense webster manufacturer's report numbers: 2029046-2020-00146 is related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿depolarization and repolarization parameters on ECG predict recurrence after atrial fibrillation ablation in patients with hypertrophic cardiomyopathy¿ (pmid:31441155). 1 patient with primary atrial fibrillation (af) who underwent t primary catheter af ablation s developed cardiac tamponade during a repeat procedure that was successfully treated by surgery without serious consequences. Aim of this study: to identify which af patients will most likely benefit from ablation and who are more likely to show treatment failure methods: all hcm patients over 18 years old who underwent primary catheter ablation for symptomatic, drug-resistant af from november 2006 to december 2017 at (B)(6) hospital were screened. Bwi devices (ablation catheter (navistar thermocool) were used in this study. No devices specific information (including catalog and lot number) were provided in the article. Concomitant devices were: carto3 mapping system.